Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during routine inspection, the high flow insufflation unit flow and volume did not measure accurately. The air flow was different from the set values to measured values and the gas count did not measure accurately. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The customer's complaint was confirmed. Olympus repair found, the flow rate was different from the set value and the volume count was not accurate, due to a defective manifold unit. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective manifold unit could not be determined. Olympus will continue to monitor field performance for this device.